Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17343. It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting increasing high voltage impedance measurements. The patient was dependent and was scheduled for laser lead extraction. During the procedure the right atrial lead became dislodged. Both leads were explanted and replaced. The patient was discharged in stable condition.